Manufacturer narrative:
Reported event: the reported device was confirmed to be a 3.0 rio robotic arm - mics, catalog # 209999, serial# (B)(4). Mps reported angle inconsistency error occured. Device history: a review of the device history records shows that (B)(4) was built and passed all its qip tests as signified by the quality signature on november 14, 2016. Device inspection: a review of the crisis logs confirms that " joint angles inconsistent error (j6) " occurred as reported. Per (B)(4) the errors could not be duplicated. The system was tested and returned to customer. Complaint history: a review of complaints related to p/n 209999, (B)(4) shows one other complaint related to the failure in this investigation; the complaint is trackwise (B)(4). Conclusion: the report of a joint angles inconsistent error on 3.0 rio robotic arm - mics, catalog # 209999, serial# (B)(4) was confirmed but not duplicated. The error occurred during a case and resulted in a conversion to manual. Further action: no further action is required at this time.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. During cup impaction sequence, as the surgeon was impacting the cup into the acetabulum the image on the screen would show the implant misaligned with the acetabulum and received a message prompt that indicated ¿joint angles inconsistent error----call service¿ this occurred at the exact same time during both cases. Both case were completed manually.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. During cup impaction sequence, as the surgeon was impacting the cup into the acetabulum the image on the screen would show the implant misaligned with the acetabulum and received a message prompt that indicated ¿joint angles inconsistent error----call service¿ this occurred at the exact same time during both cases. Both case were completed manually.